Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received- after a few uses we were unable to retract the cautery tip on probe the device was returned in good physical condition. Visual inspection was conducted and the shaft's sheath did not translate along the rotational knob. The shaft sheath was found to be disengaged from the rotational knob. The instrument was tested for continuity and was found to be conforming. It is possible that the sheath disengagement could have been originated during the manufacturing process.

Event description:
A complaint device has been returned with no report and no information as to the nature of the failure. No information is available at this time. No adverse impact to patient reported.